Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage at the reservoir compartment. The plastic ring was coming out of the reservoir compartment. Customer¿s blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads, broken half of reservoir tube lip, however test reservoir locked or clicked into place properly, minor scratched display window, stained end cap sticker and stained address or serial number label. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prim or compromised force sensor system alarm test and excessive no delivery test.